Event description:
Olympus was informed that during the laparoscopic total hysterectomy the lamp of the clv-s45 had gone out. The facility had completed the procedure with use of the similar, but other device. There was no report of the pt's injury regarding this event.

Manufacturer narrative:
The referenced device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore, omsc could not evaluate the referenced device. Omsc stated the appropriate handling of the clv-s45 in the instruction manual when the clv-s45 in the instruction manual when the clv-s45 had abnormalities. Also, omsc checked the MFR history of the subject device, there was no irregularity found. There were no further details provided. If significant additional info is received, this report will be supplemented. This report is being submitted as a medical device report in abundance of caution.